Event description:
At 7 years 5 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 july 2022 lot 140749: lot 140749: (B)(4). Expiration date: 2019-03-31. No anomalies found related to the problem. (B)(4). Clinical evaluation performed on 27-jul-2022 lot. 140749: revision 7 years and 5 months after the cementless tha in a female patient due to stem loosening. The patient reported pain. The radiographic image shows the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding are visible. The cup is a dm cup therefore the liner, the head and the stem were revised while, the metal cup was not. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.